Event description:
Pt en route to facility ECMO set up begun. There was an error in set up of the pack from the MFR. The problem was corrected, but sterility was violated. The field was "clean" but not sterile. MFR notified immediately. No known pt injury.